Event description:
Physician requested updated hemodynamic data (manual cardiac outputs and wedge). Following protocol unable to obtain wedge wave form. On passive return blood noted in barrel of syringe. Physician notified and swan ganz d/c'd by the physician.